Event description:
It was reported that a pump has a door that will not close. There was also no pt injury reported.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned and evaluated by baxter. Device received was inoperable per reported symptom of "door that will not close" caused by a loose link screw. The condition was eliminated during eval by adjusting the screws with the door performing as expected. The link screws were replaced during the repair process.